Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases, bail covers and battery drawer were broken and contaminated, the liquid crystal display lens and atrial output connector were broken, the battery release and ring heart block were contaminated, the battery contacts compressed, the ring bent, the serial number label torn and the keyboard torn and contaminated. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.